Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had bent prongs in the cord the issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, d9 (date returned), h2, h3, h6 the device was returned to olympus for inspection and the customer's reported issue was not confirmed. However, it was discovered that the transducer had unknown contamination. Based on the results of the investigation, a root cause could not be determined as the customer reported issue of bent prongs was not reproduced. In regards to the foreign material found on the transducer, a definitive root cause could not be determined. The foreign material could not be identified and three attempts were performed to obtain additional information regarding the user's reprocessing, but no response was received from the customer. Olympus will continue to monitor field performance for this device.